Manufacturer narrative:
(B)(4) initial report. Additional information, including operative notes, patient details, patient medical history, if the patient lift heavy weights on a regular basis, if the patient lifted these weights while standing, an update of the patient following revision and if the device is available for investigation has been requested in order to progress with this investigation. And if received, will be provided in the next report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing record will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA.

Event description:
Mini hip revision after approximatively 7 years due to the breakage of the stem. It was reported that the patient was lifting around 60 kg in the gym.

Event description:
Mini hip revision after approximatively 7 years due to the breakage of the stem. It was reported that the patient was lifting around 60 kg in the gym.

Manufacturer narrative:
Per 4481 - final report. The appropriate device details have been provided and the relevant device manufacturing record has been identified and reviewed. All finished parts associated with this record conformed to material and dimensional specifications at the time of manufacture. Based on the investigation, the patient is a male 49 years old, fit, around 85/90 kg. He has been lifting weight for years after the surgery. When the accident happened, the patient was standing/squatting. The fractured stem was sent to the department of mechanical engineering at bath university for analysis. Their conclusion was: "the hip component appears to have failed by fatigue with the fracture originating from the region of highest stress under service conditions. The area of crack growth is relatively large, indicating that most of the life has been spent in crack growth. Final ductile failure is relatively small." Based on this, the patient level of activity may have contributed to the failure of the product. The root cause is not due to the corin devices. Corin now consider this case closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that this device, reporting entity, entity's representative or distributor caused or contributed to this event.